Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the bolus recommendations provided by the blood glucose monitor are not accurate, which led to the patient being hospitalized. At 6:49 pm the patient tested on his performa system and received a blood glucose result of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) and entered 25 g of carbohydrates. At 6:50 pm the device recommended 4.40 units of insulin. At 8:05 pm the patient again received a blood glucose result of hi mg/dl on his performa system, and at 8:07 pm the patient's mother manually entered a bolus recommendation of 3.0 units. At 11:30 pm the mother checked the patient's blood glucose and received a result of 37 mg/dl. She attempted to treat the patient with jelly beans; however, he could not open his mouth and his eyes were closed. The mother picked up the patient, he opened his eyes, but was still unresponsive, locked his jaw and began to convulse. A family member helped by opening patient's mouth and they were able to treat the patient with coke through a syringe. The patient was also given 2 jelly beans and 1 glass of 100 ml of coke; after 20 minutes the patient began to respond. At 11:50 pm the patient received a blood glucose result of 81 mg/dl. At 12:40 am the patient received a result of 76 mg/dl, so the mother disconnected the patient from his infusion device. At 1:07 am the patient received a result of 54 mg/dl, and the mother then took the patient to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital performed tests such as gasometry (without any alteration), normal ions and hemogram; where he did not present infectious disease. The patient was placed on a drop. The patient was hospitalized for one day. The blood glucose monitor was requested to be returned for product evaluation.